Manufacturer narrative:
(B)(4) age: mid 50¿s. Weight: average weight. (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, 24 to 48 hours after a right hemicolectomy the patient had a drop in hematocrit from 36 to 22. There appeared to be staple line bleeding which required 2 blood transfusions. There were no issues with the staple line at the time of surgery. No reinforcement material was used. The patient's last known status is reported as fine.